Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. W/o a lot number, the device history records review could not be requested.

Event description:
During an im nail procedure (femur), the insertion handle 357.411 and the 135 deg aiming arm 357.367 did not line up with the nail. The surgeon left the nail in w/o the locking bolt.